Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence; trial began (B)(6) 2019. It was reported the trial patient stated he went to the emergency room on (B)(6) 2019, for shingles at incision site that were caused by the procedure and the patient is in extreme pain. On (B)(6) 2019 additional details were obtained from the patient: patient stated that the shock to the system caused a dormant chicken pox virus to activate at the trial lead implant site. The patient had never had shingles before, but had chicken pox as a child. When asked if the shingles was related to the device/therapy or due to the stress of the surgical procedure, the patient stated that he wasn¿t sure. He said their managing hcp didn¿t think the trial would cause shingles, but the ER doc (name unknown) said that the stress of any procedure could activate the dormant virus. The shingles was treated with an antiviral. The patient said that because of the shingles they ended up getting an infection at the incision site on their back and were treated with antibiotics and the trial lead was explanted (B)(6) 2019. Patient noted they were advised to get the shingles vaccine after a period of time. Patient also noted their medical history of epilepsy. No further complications were reported or are anticipated.